Event description:
It was reported that following surgery for an unrelated, unspecified condition, the patient's implantable pulse generator (ipg) appeared to stop pacing per the echocardiogram. The threshold and pacing rate were adjusted at the physician's request. A week later, the physician reported that the device had stopped pacing again. The technical representative went to check the device and reported that it was pacing and functioning as it should. The device remains in used and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).